Manufacturer narrative:
.

Event description:
The customer reported that the battery charging indicator was not glowing while device is connected with mains power. The device works ok with battery or mains power. There was no report of patient involvement.